Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button intermittently requires multiple presses to turn the screen on. It was also reported that the customer experienced a blood glucose level in the 400's (mg/dl) that was not related to the wake button. System check with tandem technical support indicated pump was performing as intended, and it was confirmed that the pump still turns on when plugged into a power source. Customer administered insulin injections to treat their bg level. Reportedly, customer will continue to use the pump for insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.